Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿some vascular issues¿, ¿dark blue bruising¿, "bruising in areas not injected, in an arterial disinfection (dusky red)¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: 4. Warnings ¿ juvéderm vollure¿ xc injectable gel must not be injected into blood vessels. Introduction of the product into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers; for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and, possibly, evaluation by an appropriate health care professional specialist, should an intravascular injection occur (see health care professional instructions #13). ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ in order to minimize the risks of potential complications, this product should only be used by health care practitioners who have appropriate training, experience, and who are knowledgeable about the anatomy at and around the site of injection. ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events table 1. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. C. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact. 8. Instructions for use 13. If immediate blanching occurs, the injection should be stopped and the area massaged until it returns to a normal color. Blanching may represent a vessel occlusion. If normal skin coloring does not return, do not continue with the injection. Treat in accordance with american society for dermatologic surgery guidelines, which include hyaluronidase injection. (See warnings section.)

Event description:
Company representative reported on behalf of a healthcare professional that a patient was injected in the glabellar lines with an unspecified amount of juvéderm® volift¿ with lidocaine began experiencing ¿some vascular issues¿ an unknown time later. Follow-up with the healthcare professional revealed that the patient was injected in the glabellar lines with ¿0.4 cc in 4 spots with 0.1 cc per site¿ of juvéderm® volift¿ with lidocaine and a vascular occlusion occurred at the injection site at the ¿end of session¿ and included ¿dark blue bruising.¿ the next day, bruising presented ¿in areas not injected,¿ with a ¿dusky red¿ appearance. Healthcare professional feels symptoms were ¿most likely due to technique (retrograde injection of filler while accidentally penetrating a vessel on the way).¿ the patient was assessed the day following injection and ¿capillary refill- similar (2 sec) except on right supratrochlear area- 3 sec (slower than adjacent tissues).¿ treatment with hyaluronidase with xylocaine was given 3 days in row, beginning the day after injection. Additional treatments given along with the final hyaluronidase injection included aspirin, biaxin, nitro paste, and ¿arnica montana cream.¿ symptoms resolved 4 days later. Patient has a ¿previous glabellar scar¿ and a history of hypertrophic scars. A 27 g needle was used for the injection.